Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the battery did not hold its charge. A material only parts order for a replacement backup battery was created. In a good faith effort (gfe) response from the sales specialist, it was provided that the price offered for the customer for the replacement of the backup battery is valid until 31dec2025. The sales specialist confirmed the replacement part had been offered to the customer but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been quoted to conduct the repair of this unit. The advised and offered backup battery aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery did not hold its charge. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A material only parts order for a replacement backup battery was created. This investigation is ongoing.